Manufacturer narrative:
Findings: pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, dog chew marks, cracked battery tube threads and stripped battery cap(p)coin slot. A test reservoir was installed and did not lock in place due to dog chew at reservoir tube lip noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl, which they treated via manual insulin injection. Customer declined troubleshooting for high blood glucose reading. Customer also reported that they could not remove the battery cap to change battery since the insulin pump was dead. The insulin pump was returned for analysis.